Event description:
The customer reported a failure to acquire a 12 lead ECG on a pt with a bladder stimulator.

Manufacturer narrative:
(B)(4). The customer reported a failure to acquire a 12 lead ECG on a pt with a bladder stimulator. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.